Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 ((B)(4), awareness date 03-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. The consumer reported that within weeks having the coils inserted, she felt nauseous and was vomiting a lot, her abdomen swelled like she was 9 months pregnant and she broke out a variety of different rashes. She had an endoscopy a few months later which was non-specific. She felt like her immune system had been compromised, she became susceptible to infections. Within the 5 years before reporting date there had been no pattern to her menstrual cycle, bleeding had varied from heavy and frequent to light and absent periods for months. She suffered with a terrible pain in pelvis that affected her mobility. Her hormone levels were checked and they were all in the normal range. In 2014 she developed weakness on the right side of her face, the muscles around her eye and mouth weakened. Her doctors suspected she was developing an auto-immune condition called myasthenia gravis. The consumer had a hysterectomy and all the symptoms she was suffering from had gone including weakness of her eye muscles, vision problems, weak facial muscles, nausea, vomiting, rashes, swollen abdomen, haematuria, etc. Her immune system was returning back to normal as she had rarely had infections that year. She stated that she felt very ill when she had essure inserted but all the medical tests were coming back non-specific. She strongly feels that the materials used to make essure coils were detrimental to our health. The product technical complaint investigation results which ptc number is (B)(4) was received on 25-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information, there is no relationship between the reported events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis that affected her mobility. Also, her doctors suspected she was developing an auto-immune condition called myasthenia gravis. The consumer had a hysterectomy. These events are serious due to medical importance and required intervention. Pelvic pain is listed in the reference safety information for essure, while myasthenia gravis is unlisted. Myasthenia gravis is defined as an autoimmune neuromuscular disease leading to fluctuating muscle weakness and fatigue. In this particular case, in spite of consumer had related her symptoms to essure; considering their nature and given essure local action at fallopian tubes causality with the suspect insert is very unlikely. Pelvic pain may occur during essure use. Based on implied temporal relationship and event's nature, causality with suspect insert cannot be excluded and since an intervention was required (hysterectomy), this case is regarded as incident. In addition, non-serious events were informed. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.